Event description:
Implant didn't achieve osseointegration, bone resorption, infection, fistula, abscess, weak osseointegration, patient was scheduled for prosthesis (crown), implant had to be removed.